Event description:
It was reported that the system 9800 mixed cine runs and mis numerated the sequence of the run. There was no adverse patient involvement reported. All known patient information has been reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The cine drive was found to be defective and was replaced. The new drive was formatted. The system was tested and found to be working as intended and placed back into service.